Event description:
It was reported to philips that the flexvision pc failed to bootup. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) visited onsite and confirmed that flex vision pc failed to bootup. After log file review, fse found that there is a malfunction on grabber cards. Upon troubleshooting fse found flex vision pc had grabber card error. The frame grabber captures the video from the azurion system. The cause of the flex viewing pc failure could determine by the supplier's part analysis and the failure component is hdd bay. Due to manufacturing issues, the frame grabber card may not function as intended, leading to issues with the system's flex vision pc. Philips has initiated a field safety corrective action (2023-igt-bst-027). Fse replaced the grabber card and downloaded the software. The codes were updated based on the investigation outcome.